Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419488 lead, implanted: (B)(6) 2009; 5076-45 lead, implanted: (B)(6) 2009. (B)(4). Evaluation summary: upon analysis, normal battery depletion was found.

Event description:
It was reported that there was unexpected longevity and that the device was at eri (elective replacement indicator). High lv (left ventricular) output was noted. The device was explanted and replaced. No patient complications have been reported as a result of this event.